Event description:
Customer alleges screws that hold the brake motor on sheared off inside the end of the motor, this was for both sides . Qt done for motor gearbox. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the screws that hold the brake motors onto the chair sheared off inside the motors. A quote has been issued for the motor gearboxes. No injury alleged.